Manufacturer narrative:
(B)(4). (B)(4). Info is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted. Customer will not release device.

Event description:
It was reported that during a low anterior resection procedure, the surgeon fired the device over the proximal tissue of the rectum. When the surgeon observed the staple line, it was incomplete. The device had cut but only stapled the posterior side of the staple line; the anterior side of the staple line did not form. The surgeon then hand sewed the anastomosis to complete the procedure. Pt is on IV's for nourishment due to he cannot eat at this time, but stable. The device will not be returning for analysis.